Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. The patient also alleged having bothered eyes, cough, and headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of device were completed by the manufacturer. The manufacturer found unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specs of contamination on the bottom the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms there was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.